Event description:
Per clinician, periodic iegms show noise. All values remains in-range. Lead to be evaluated further. No adverse events reported. Lead currently remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.